Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The day of the event, pt's blood glucose was 4.6, 8.9, and 2.8 mmol/l. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.